Event description:
Patient requested the device be removed due to extreme discomfort. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The device as received was visually inspected. The visual inspection revealed no external anomalies.